Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas 8000 c (701) module. The patient's initial glucose result was not reported outside the laboratory. The customer decided to repeat the patient's sample due to the patient's glucose result being low. The customer performed repeat testing on a different analyzer. At 17:26, the patient's initial glucose result was 19 mg/dl. At 18:42, the patient's repeat glucose result was 352 mg/dl. The glucose reagent lot number was 506164 with an expiration date of 31-jan-2022.

Manufacturer narrative:
The customer's sample pre-analytical details were requested but not provided. The investigation reviewed the system's alarm trace and discovered many abnormal aspiration alarms. The abnormal aspiration indicates poor sample quality. The provided reaction curve for the initial glucose result suggested that almost no patient sample was pipetted. The reaction curve showed no sudden peaks or any abnormal course. The customer confirmed no further issues have occurred. The investigation determined the event was consistent with a preanalytical sample handling issue. No product problem was identified.